Manufacturer narrative:
(B)(4) - eye inflamed, device remains implanted. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.

Manufacturer narrative:
Evaluation method: medical review. Results: medical review - review of this file indicates that the patient is experiencing dry eyes. Dry eyes become more pronounced after the corneal nerves are cut during creation of a flap for lasik but not during icl implantation. Dry eyes in this case must have been pre-existing, or is only due to the drops being administered post-op. It is trivial and temporary therefore not MDR reportable. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her right eye (od). The patient reported having been prescribed eye drops for at least three months because the inside of her eye was inflamed. The facility reported they did not agree with the patient's response and the patient was prescribed restasis for dry eyes. The icl remains implanted.

Event description:
Additional information received. The patient reported she misunderstood what the drops were for, and there is no problem at this time, no physician has made the statement there was any inflammation to her eyes.